Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for investigation. Visual inspection of the returned platform was performed; front cover and bottom cover were cracked. The autopulse platform is a reusable device and was manufactured on 10/09/2013. Therefore, this type of physical damages found during visual inspection is characteristic of normal wear and tear for the life of the device and not related to the reported complaint of the autopulse stopped compressions. A review of the archive was performed and multiple faults were noted on the date of the events (B)(6) 2016. User advisory (ua) 17 (max motor on time exceeded) and ua 2(compression tracking error) occurred on the first compression. Then ua 45(shaft not at "home" position) occurred. In summary the customer's reported complaint is confirmed. The root cause for the reported complaint is defective drive train motor. The defective drive train motor was replaced. The functional test was performed, and did not duplicate any of the user advisory or fault.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The emergency medical team responded to a call regarding a (B)(6) male experiencing a cardiac arrest. During patient care, the responding team reported that the autopulse platform performed a couple of compressions and then stopped. A team member realigned the patient; however, the issue continued. Ultimately, the crew reverted to manual CPR. The crew reported that the lifeband that was used at the time of the event was not tight as it should be. Additionally, the crew indicated the autopulse platform did not display any error codes.